Manufacturer narrative:
It was reported that surgeons had to revise 50% of smf stem cases due to thigh pain. After repeated requests, smith and nephew has been unable to obtain device details. As device details were not made available, device history record and complaint history review cannot be completed. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. It was communicated that the situation was more than five years ago and it is not possible to get reliable data (medical records, x rays, photos) that could confirm this information. As no relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. Smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. Mimb review: assess severity of complaint case to determine if additional action and further inputs are required for inclusion in medical assessment. Determine if a medical assessment would be performed based on a review of the complaint detail and further recommendations from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided and/or available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by dr. (B)(6) and/or (B)(6), medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information. Surgical procedure/post-operative care review. Device labeling (including technique guides, ifus, etc). No clinically relevant documentation regarding the devices, patients and cases involved in the reported revision surgeries has been received; therefore, a thorough medical investigation could not be performed. Should clinically relevant documentation become available, the clinical/medical assessment may be re-evaluated.

Event description:
It was reported that dr had to revise 50% of smf stem cases due to thigh pain. A revision surgery was performed to replace smf stem to synergy. Now patients are pain-free and surgeon stopped using the smf stem for this reason.